Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 04/19/2018, information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (15 mg/ml, 1.365 mg/day) via an implantable pump for non-malignant pain. On (B)(6) 2018, around 11:37 am, the drug concentration was changed from 2 mg/ml to 15 mg/ml and a bridge bolus was programmed (14 hours 8 min). About 4 hours have gone by and the patient had symptoms so the healthcare professional (hcp) wanted to stop the bridge bolus and put the pump into minimum rate. The hcp requested assistance with putting the pump into minimum rate, cancel the bridge bolus and figure out how long they have while in minimum rate with the old drug. They determined the patient had 47.8 days with the old drug. The hcp was walked through putting the pump into minimum rate and canceling the bridge bolus. The hcp stated they were able to update the pump successfully. On 11/20/2018, additional information was received from a patient. The patient reported their pump had malfunctioned and overdosed them on (B)(6) 2018. The patient stated they received a refill, left the office, and she was already falling asleep. They realized something was not quite right after they got home and their husband could not get her out of the car, so they called 911 and was administered narcan. The patient spent two days in the hospital to get everything corrected. The patient also reported they started shaking for no reason. The patient's medication was supplied by a third party company and their nurse who fills their pump came to the hospital. The patient reported that the healthcare professional (hcp) went in and did catheter access to find out if it was leaking and they found nothing. The patient stated, "they do not know why it happened, now they just fill it with less". The patient stated that their pain level stays around a 7 all the time and she had to use an electric scooter. The patient continued to work with the hcp to resolve the symptoms.